Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06110. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a cystoscopy and rectocele repair performed during mesh implantation. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse and stress urinary incontinence. Post implantation the patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, burning sensation and spasms. It was reported that the patient underwent revision of mesh due to severe pain, bleeding and attachment of mesh outside vaginal opening. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.